Manufacturer narrative:
Age, weight, and ethnicity: unknown, not provided. Initial reporter phone #: (B)(6). A johnson & johnson¿s representative discussed the surgeon¿s possible settings optimizations that were observed during surgery support. A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for whitestar signature pro system (s/n (B)(4)) showed that there were no issues or non-conformities. The system and its components met all specifications prior to being released. Manufacturing has been ruled out as a potential cause for the reported issue. Based on the investigation results, no corrective action has been issued. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
During a cataract extraction procedure, a corneal burn occurred in the patient¿s operative eye when using the whitestar signature pro console. The corneal burn required sutures to close the wound, however, the surgeon identified the inability to close the main incision which resulted in leakage from the eye, even when suturing the cornea. The patient was temporarily impaired, and daily activities significantly affected. The patient had medication prescribed. At a post op exam, the patient continued to have leakage from the wound, however, the surgeon¿s comments were that the patient's leakage is controlled by sutures, and consequently, astigmatism and vision are affected due to the suturing. It was explained the patient outcome is still not refracted at this moment as it is early in the post-op process. A johnson & johnson's representative discussed the surgeon¿s possible settings optimizations that were observed during surgery support. This is 2 of 2 reports. A separate report will be submitted for patient #1. Reference mfg reporting no. 3006695864-2021-07565